Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement. This lead fell once and the patient went back in the next morning for a revision using the same lead. The lead fell again causing the patient to need a second ra revision. It was believed this issue was related with patient's anatomy and not the lead, but to ensure the patient did not have to go in for a third revision, the physician used a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement. This lead fell once and the patient went back in the next morning for a revision using the same lead. The lead fell again causing the patient to need a second ra revision. It was believed this issue was related with patient's anatomy and not the lead, but to ensure the patient did not have to go in for a third revision, the physician used a new lead. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in an extended position. Dried blood was noted in the helix housing and tip region. Outer insulation cuts and deformed conductor coils were noted, likely explant damage. The lead passed electrical testing. Laboratory analysis was unable to confirm the reported allegation of dislodgement and surgery. Laboratory observations were insufficient to verify the lead dislodged and no issue was noted with the lead outside of handling damage to verify surgery was needed.